Manufacturer narrative:
Concomitant product: product ID 97754 , serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported that they had issues recharging their implantable neurostimulator (ins) due to coupling. The patient noted that they were unable to recharge. These issues started in (B)(6) 2015 and gradually got worse with weight loss in (B)(6) 2015. The patient felt like the ins was moving in the pocket. However, after reviewing best practices for recharging the patient was able to get 6 to 8 coupling bars. The patient noted that they had an appointment scheduled for (B)(6) 2016 to discuss the ins pocket. There were no patient symptoms reported. The patient was implanted for spinal pain. No causes or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.